Event description:
As reported, customer reported foreign material was in the water-jet channel (nozzle). The issue found during an unknown event. There was no patient harm , no user injury reported.

Manufacturer narrative:
Follow up communication with the facility, customer conveyed the following : "user felt foreign material was in the channel because user felt uncomfortable. But inspector cleaned the water jet, and it is removed. No further information provided." The subject device was received and evaluated. Device evaluation and inspection, the following were noted: angulation in the up direction is out of standards due to worn of angle-wire. Liquid leaks due to deformation of u/d (up/down) knob. Liquid leaks due to deformation of r/l (right/left) knob. Knobs have deformation. There is crease at the screen due to damage of ccd unit. Scratches on distal end. Ob (objective ) lens was chipped . Lg (light guide) lens was chipped. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information and to correct e2/e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: precleaning was not performed immediately after the procedure. Therefore, removal of foreign material was difficult. Reprocessing of the auxiliary channel was insufficient. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the auxiliary water feeding function. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush detergent solution and air into the auxiliary water channel (for endoscopes with auxiliary water feeding only). Olympus will continue to monitor the field performance of this device.

Event description:
The customer provided additional information. The type of procedure was unknown. The procedure was diagnostic. There was no procedure delay; it was completed on time. The device was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.